Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No button error alarm noted during testing. The excessive no delivery test could not be performed and the battery out limit alarm verified due to the keypad anomaly. The device was also received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked on battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, no delivery alarm and battery out limit alarm. The blood glucose at the time of the incident was 98 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.